Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use also warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device.¿ procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. ¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: [not indicated in records reviewed]. Implant date: [not indicated in records reviewed]. [Operative report for implant not provided in records reviewed]. Explant procedure: removal of infected mesh, left groin. Debridement of left groin, fibrinous and purulent exudate. Repair of recurrent left inguinal hernia. Explant date: on (B)(6) 2007 (hospitalization [not indicated]). On (B)(6) 2007: (B)(6), md. Operative report. Preoperative diagnosis: left groin pain, status post prior left inguinal herniorrhaphy, with palpable recurrent left inguinal hernia. Postoperative diagnosis: infected mesh at left groin, status post prior repair with gortex-appearing mesh. Recurrent left inguinal hernia. Anesthesia: general. Anesthesiologist: (B)(6), md. Indications: left groin pain with clinically evident recurrent left inguinal hernia. Findings: the previously placed mesh was covered with purulent exudate and fibrinous exudate. It appeared to be infected; therefore, it was removed. Part of the mesh was sent to the lab for cultures and the other part to pathology for gross examination only. The purulent exudate was sent for culture and sensitivity as well. There was evidence of recurrent left inguinal hernia below and medial to the previously placed mesh. Operative procedure in detail: ¿following obtaining consent, the patient was taken back to the operative suite and placed in the supine position. General anesthesia was administered and the left groin was prepped and draped in a sterile fashion. The prior fan and steel-type scar at the left groin area was opened at it¿s mid to lateral aspect with a scalpel. The subcutaneous tissues were divided. The external oblique fascia was incised. There was noted to be a recurrent left inguinal hernia inferomedial to the previously placed palpable, rock-hard mesh. While exposing the recurrent hernia sac, the mesh was exposed. There was noted to purulent exudate covering the mesh as well as fibrinous and mucous type exudate. The mesh was noted to contain indwelling dark, silk-appearing sutures. The indwelling sutures and four-body mesh were removed and part of the mesh was sent to eh [sic] lab for cultures and other part to pathology. The purulent exudate was sent for cultures and sensitivity. The wound was irrigated with warm antibiotic irrigation and hemostasis was confirmed. The left inguinal hernia was reducible. It was repaired by approximating the conjoint tendon to the shelving portion of the inguinal ligament with interrupted #1 ethibond suture. The wound was again irrigated with ancef irrigant and hemostasis was confirmed. The external oblique fascia was closed with interrupted 0 ethibond suture. The wound was again irrigated and the scarpa fascia was closed with 2-0 vicryl and the deep dermis with interrupted 3-0 vicryl. The skin edges were approximated with running 4-0 monocryl subcuticular suture. The wound was injected with 20 cc of 0.25% marcaine. It was cleaned and dressed with polysporin ointment and sterile dressings. The patient tolerated the procedure well and there were no immediate complications. She was then awakened from anesthesia, extubated, and taken to the postanesthesia care unit in stable condition.¿ postoperative condition: stable. Prognosis / immediate and remote: guarded / guarded. Needle and sponge count: accurate. Estimated blood loss: less than 40 cc. Blood administered: none. Specimens: cultures and old mesh as stated. Drains/packs: none. Relevant medical information: on (B)(6) 2007: (B)(6), md. Pathology. Pathology#: (B)(4). Final pathologic diagnosis: left lower quadrant hernia mesh: hernia sac with acute and chronic inflammation as well as foreign body giant cell reaction identified. Mesh material (gross only). Specimen(s) submitted: hernia sac, left lower quadrant mesh. Clinical information: left lower quadrant pain, hernia mesh. Gross description: hernia sac, left lower quadrant mesh: received fresh, labeled with patient¿s name and ¿llq hernia mesh¿ and consists of an irregular fragment of grayish-white synthetic mesh measuring 7.5 x 5.0 x 0.1 cm. Some exudative debris is seen partially coating the mesh. All tissue fragments are submitted in 1 cassette. On (B)(6) 2007: (B)(6), md. Operative report. Preoperative diagnosis: recurrent left inguinal hernia, symptomatic. Postoperative diagnosis: recurrent left inguinal hernia, symptomatic. Name of operation: repair of recurrent left inguinal hernia with implantation of timesh. Anesthesia: general anesthesia. Anesthesiologist: (B)(6), md. Indications: recurrent symptomatic left inguinal hernia. Findings: the recurrent hernia sac was located superolaterally. It was noted to be reducible. There was no evidence of infection. Procedure: ¿following obtaining consent, patient taken to operative suite, put in the supine position. General anesthesia was administered and the left groin was prepared and draped in a sterile fashion. The prior transverse left groin incision was opened with a scalpel and the subcutaneous tissues were divided. The external oblique fascia was incised. The reducible hernia defect was noted to be present superolaterally with a reducible sac. The sac was carefully opened and was noted to contain reducible omentum which was reduced. The sac was then twisted and suture-ligated with 0 ethibond. There were no other hernias noted. There no evidence of infection. A titanium mesh was chosen as a 4-inch x 6-inch timesh. The mesh was placed in antibiotic irrigation and then was tailored to size. It was used as an onlay mesh with the inferior aspect of the mesh secured to the pubic tubercle with interrupted 0 ethibond suture. The superior aspect of the mesh was secured to the conjoint tendon with interrupted 0 ethibond suture. The inferior aspect of the mesh was approximated to the shelving portion of the inguinal ligament with interrupted 0 ethibond suture. The mesh was carried out all the way superolaterally and secured as such. The wound was irrigated with antibiotic irrigant and hemostasis was confirmed. The external oblique fascia was subsequently closed with running 3-0 vicryl followed by closure of the scarpa¿s fascia with running 3-0 vicryl and closure of the skin edges with running 4-0 monocryl subcuticular suture. The wound was injected with 20 ml of 0.25% marcaine. It was cleaned and sterilely dressed with a longitudinal 1-inch steri-strip and a coverlet. The patient tolerated the procedure well and there were no immediate complications. She was then awakened from anesthesia, extubated and taken to the post-anesthesia care unit in stable condition.¿ postoperative condition: stable. Prognosis immediate and remote: good / fair. Needle and sponge count: accurate. Estimated blood loss: was less than 30 ml. Blood administered: none. Specimens: none. Drains and pack: none. On (B)(6) 2007: (B)(6) hospital. Implant sticker. Timesh light. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ and ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." Although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent inguinal hernia repair in 2005 on an unknown date whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the alleged gore device was explanted. It was reported the patient alleges the following injuries: pain, removal of infected mesh. Additional event specific information was not provided.